Event description:
Boston scientific crm received information that this cardiac resynchronization therapy pacemaker (crt-p) system was implanted without a right ventricular (rv) lead. The patient experienced asystole when the device was programmed vvi during sensitivity testing. Technical services (ts) discussed the plugged rv port was considered off-label use. As the port was still susceptible to noise, ts recommended adjusting the sensitivity settings to reduce likelihood of continued oversensing.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.